Event description:
A complaint was received from a customer alleging that customer's exactech glucose meter was reading high during a hypoglycemic episode that required medical intervention consisting of IV glucose customer change customer insulin according to customer's meter readings. No death or serious injury resulted. No valid laboratory comparisons were provided.